Event description:
The customer reported that the unit was rebooting and showed an internal memory card failure.

Manufacturer narrative:
The customer reported that the unit was rebooting and showed an internal memory card failure. A philips field support engineer evaluated the device at the customer site and confirmed the failure. Replacing the internal memory card resolved the issue.